Manufacturer narrative:
If additional information is provided, a supplemental report will be completed. The programmer is waiting for analysis as it was received but analysis has not yet begun. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer's touchscreen was responding intermittently. No adverse patient effect was reported. The programmer will be returned for repair.

Event description:
It was reported that the programmer's touchscreen was responding intermittently. No adverse patient effect was reported. The programmer is waiting for analysis as it was received but analysis has not yet begun.

Manufacturer narrative:
Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection revealed chipped glass. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. Damage traces were found during the inspection. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.